Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00275, a occluded inner lumen was found that was unrelated to the reported alarm, gas loss in iab circuit failure mode. There was no patient involvement.

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering the rear taper end of the membrane. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. A 2nd inner lumen kink was also observed within the membrane at approximately 25.7cm from the iab tip. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with dry blood. Unable to clear occlusion. The evaluation confirms the presence of an occluded inner lumen as an "as analyzed" failure. However, we are unable to conclusively determine when this failure may have occurred. Therefore, their root cause is impossible to define. Reference complaint #(B)(4).